Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description per the reported information, the patient had an allergic reaction to the device. It is possible that the patient has an allergy to polyester, but additional information was not provided. Fu-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device" manufacturer internal reference number: comp-(B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the healthcare professional called in and stated a patient started having an allergic reaction recently and believes it's from the appliance. The appliance was delivered in (B)(6) and the reaction started on (B)(6). It was reported that the patient had a rash on the outside of their body, on their abdomen and ankles. Per the report the rash goes away when patient discontinues wearing the appliance but returns when they wear it again.